Event description:
It was reported the patient felt a shocking or jolting sensation and had severe pain in their uterus. The reporter stated the pain was from the stimulator and had been happening since implant. It was noted the patient¿s healthcare provider (hcp) told the patient to catheterize herself because their bladder was too full. It was noted the device was not checked or reprogrammed during the follow up appointment. The reporter stated she turned her stimulator down and that helped, but the shooting, sharp pains remained. It was noted that when the patient lay on their bed on the day of this report the pain was ¿so sharp she almost hit the floor.¿ it was further noted the patient did not feel pain all of the time, ¿just time to time.¿ it was noted the trial went well for the patient and helped with their problems. It was further noted the patient wished they never got the permanent implant. The reporter stated they may shut the device off for a short time to see if the pain decreased. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va07bnk ,implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported the patient has an appointment with their healthcare professional or manufacturing representative scheduled for 2013 (B)(6). Additional information was requested, but was not available as of the date of this report.